Manufacturer narrative:
Correction: d4 (catalog number).

Event description:
A user facility patient care technician (pct) reported to fresenius that a blood leak occurred with the fresenius combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue occurred at the beginning of treatment. Blood was visually observed dripping from the blood pump tubing segment of the bloodlines. The patient's blood could not be returned. The patient was able to complete treatment with new supplies. Additional information was obtained during follow-up with a user facility charge nurse. There were no issues encountered during prime and no loose connections were identified. Upon closer inspection a separation was identified between the blood pump tubing and the following segment of the bloodlines. It was confirmed that there were no issues encountered with the 2008t machine. The patient did not experience a serious injury, adverse event, or require medical intervention. The patient's estimated blood loss (ebl) was approximately 250 ml. The patient completed treatment on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported to fresenius that a blood leak occurred with the fresenius combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue occurred at the beginning of treatment. Blood was visually observed dripping from the blood pump tubing segment of the bloodlines. The patient's blood could not be returned. The patient was able to complete treatment with new supplies. Additional information was obtained during follow-up with a user facility charge nurse. There were no issues encountered during prime and no loose connections were identified. Upon closer inspection a separation was identified between the blood pump tubing and the following segment of the bloodlines. It was confirmed that there were no issues encountered with the 2008t machine. The patient did not experience a serious injury, adverse event, or require medical intervention. The patient's estimated blood loss (ebl) was approximately 250 ml. The patient completed treatment on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility patient care technician (pct) reported to fresenius that a blood leak occurred with the fresenius combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue occurred at the beginning of treatment. Blood was visually observed dripping from the blood pump tubing segment of the bloodlines. The patient's blood could not be returned. The patient was able to complete treatment with new supplies. Additional information was obtained during follow-up with a user facility charge nurse. There were no issues encountered during prime and no loose connections were identified. Upon closer inspection a separation was identified between the blood pump tubing and the following segment of the bloodlines. It was confirmed that there were no issues encountered with the 2008t machine. The patient did not experience a serious injury, adverse event, or require medical intervention. The patient's estimated blood loss (ebl) was approximately 250 ml. The patient completed treatment on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h10 (followup #2 included additional information within d9 and h3 which was not stated in h10).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility patient care technician (pct) reported to fresenius that a blood leak occurred with the fresenius combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue occurred at the beginning of treatment. Blood was visually observed dripping from the blood pump tubing segment of the bloodlines. The patient's blood could not be returned. The patient was able to complete treatment with new supplies. Additional information was obtained during follow-up with a user facility charge nurse. There were no issues encountered during prime and no loose connections were identified. Upon closer inspection a separation was identified between the blood pump tubing and the following segment of the bloodlines. It was confirmed that there were no issues encountered with the 2008t machine. The patient did not experience a serious injury, adverse event, or require medical intervention. The patient's estimated blood loss (ebl) was approximately 250 ml. The patient completed treatment on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.